Event description:
At about 2 years 5 months after the primary, the patient came in reporting pain due to a loose cup and the cause is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 march 2023. Lot 2000131: (B)(4) items manufactured and released on 26-may-2020. Expiration date: 2025-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.